Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy just proximal of the rv coil. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 18.0 - 18.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. Internal insulation abrasion was found at 57.7 - 58.2cm from the connector pin. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.